Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report #2916596-2018-00623. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 9 months 24 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was seen by a physician where they noticed a deep infection involving the old rvad cannula. A wound culture was taken on (B)(6) 2018 and two different species were identified; (B)(6) and enterococcus. (B)(6) and enterococcus infections were directly associated with the cardiac device. It was recommended that the patient discontinue bactrim and amoxicillin and to start daptomycin. Patient has small amount of greenish drainage. Nothing else has been reported at this time.

Manufacturer narrative:
Corrected data.